Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s pain stimulator was not working. No further details were provided. No further complications were reported/anticipated.